Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported the unit of measure setting of her locked freestyle flash meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.